Event description:
While connected to a pt and set in the pressure support CPAP mode, the servo 300 stopped delivering the inspiratory flow rate and the pt could not expire. Alarms were generated. The pt was removed from the ventilator. There was no injury to the pt.